Manufacturer narrative:
There is more information on the device evaluation. A correction is also being made on the initial reporter name and occupation information, device return date, and event date. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, d8, d9, e1 (first and last name), e2, e3, g3, g6, h2, h4, h6 (dcc), and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. The device in question is almost new, and it is assumed that the dp board broke down due to accidental failure of the parts. The dp board has a circuit for generating and outputting sdi signals, therefore the sdi output became impossible due to this failure.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a faulty dp board was found preventing serial digital interface (sdi) output. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility returned a video system center for an annual inspection. No device malfunction was reported at the time. No patient involvement or injuries were reported. No additional information has been obtained.